Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by a communication issue. The technical service engineer verified the device no longer had a disconnected mode icon and confirmed the issue was resolved. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, it was in disconnected mode and bio ID did not work. The customer reported able to get medications from another station and there was a delay in patient workflow. There were no adverse events or injuries reported based on this event.